Manufacturer narrative:
(B)(4). The customer returned one psi sheath for evaluation. Signs of use were noted on dilator and sheath body. Visual inspection of the sheath revealed a cut in distal line near juncture hub. The cut was straight and smooth, consistent with a sharp object contacting the extension line. Total length of sheath body measured 100 mm, which is within specifications of 98-102 mm per sheath graphic. The outer diameter of the distal extension line measured 4.74 mm, which is within specifications of 4.70-4.80 mm per distal extension line extrusion graphic. The inner diameter of the distal extension line measured 2.9718 mm, which is within specifications of 2.90-3.00 mm per distal extension line extrusion graphic. The sheath was functionally tested per the instructions-for-use provided with this kit which states, "flush and connect distal side port to appropriate line as necessary. Confirm and monitor proximal port by aspirating until free flow of venous blood is observed." When flushed, water leaked from distal line at cut. The proximal line flushed as expected. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states, "do not secure, staple and/or suture directly to outside diameter of device body or extension lines to reduce risk of cutting or damaging the device or impeding device flow. Secure only at indicated stabilization locations." The customer report of an extension line leak in use was confirmed by a complaint investigation on the returned sample. Visual and functional testing confirmed there was a cut in the distal extension line near the juncture hub. The cut was straight and smooth consistent with a sharp object contacting the extension line. A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample returned, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the catheter was inserted in the right internal jugular per usual procedure. "Suddenly there was a lot of blood. Then it appeared that one port was broken off the mac. The mac was just inserted so there was no heavy use or pulling on the mac". It was reported the patient lost approximately 500ml of blood, no transfusion was needed. There was no direct harm to the patient. The procedure was delayed because the catheter had to be replaced. After the procedure the patient had a large hematoma at the insertion site. The patient's current condition was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was inserted in the right internal jugular per usual procedure. "Suddenly there was a lot of blood. Then it appeared that one port was broken off the mac. The mac was just inserted so there was no heavy use or pulling on the mac". It was reported the patient lost approximately 500ml of blood, no transfusion was needed. There was no direct harm to the patient. The procedure was delayed because the catheter had to be replaced. After the procedure the patient had a large hematoma at the insertion site. The patient's current condition was reported to be fine.